Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e2dr01aa, ipg, (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged after the initial implant. The patient chose to not have the lead revised at that time. The ra lead was later capped and replaced. No patient complications have been reported as a result of this event.